Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member, that post implantation procedure, the implantable cardiac monitor (icm) patient experienced an infection. The icm remains in use. No further patient complications have been reported as a result of this event.